Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) 44 mg/dl and 132 mg/dl 2) 33 mg/dl and 142 mg/dl 3) 24 mg/dl and 156 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.